Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump did not alarm no delivery. Customer's blood glucose reading was 388 mg/dl. Customer reported high blood gluscose levels due to a bent cannula. Customer reported that symptoms related to high blood glucose included nausea and aching muscles. Customer already performed a complete set change. Some troubleshooting was done, however customer will call back to do the functionality test with a thermostat.